Event description:
It was reported that during a cholecystectomy the device fired the way it should, but the clip would not close the vessel. The event did not change the original intent of the procedure. There was no patient consequence.